Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The pt reported her previous ins had to be removed for septic shock. Pt clarified the incision got an infection and she was in wound care for 2 months post op. Pt stated she has had 4 sepsis infections, bone infection, blood infection. No device issues were reported.